Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) during a transfemoral transcatheter aortic valve replacement with a 26mm sapien 3 ultra resilia valve, during valve deployment, the balloon of the 26mm commander delivery system (ds) inflated distally only. There was asymmetrical inflation, the device was torqued during the procedure, and the valve embolized aortic. There was difficulty with alignment, and the fine adjustment wheel was reset multiple times. The valve was then able to be deployed into the descending aorta successfully, only one valve was deployed, the team decided to stop and reassess at a different time. The patient is in stable condition. The perceived root cause was a very tortuous aorta.